Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 439 mg/dl. The customer's other blood glucose was 400 mg/dl. Customer also states that insulin pump had pump error. Customer was able to clear the alarm. Customer was assisted with self test and it was not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low-level failures alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 1 & 6 of the ambient light sensor.